Event description:
It was reported that on (B)(6) 2011, the patient was treated for a minor arythmia. A 2.5 x 23 mm xience v stent was implanted in the left anterior descending (lad) artery and a 3.0 x 15 mm xience v stent was implanted in the inferior posterior lateral vessel. The patient commented that since the procedure he felt as if there was a string pulling from his heart. On (B)(6) 2012, the patient presented with a myocardial infarction. Angiography confirmed a complete blockage of the lad. Reportedly, intravascular ultrasound (ivus) was performed and it was confirmed that the stent was not fully deployed. It was observed that the distal end of the stent was collapsed, with re-stenosis in the stent and distal to the stent. Additional dilatation was performed to fully appose the stent to the vessel wall and treat the restenosis. Ivus was performed, which confirmed the stent was fully apposed. The patient was discharged on (B)(6) 2012 in good condition. Since the new procedure, he no longer feels the string pulling from his heart. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of angina, myocardial infarction, occlusion, and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures.